Manufacturer narrative:
The mixer was evaluated by the MFR. The 1-10 lpm flowmeter has a slight draw (is tight) when the knob is being turned. The tightness is due to insufficient lubrication of the o-rings in the flowmeter valve assembly. Evaluation of the 100-1000 ml/min flowmeter found that the flow meter was hard to adjust and the float ball was unstable (would jump around). The failure of the 100-1000 ml/min flowmeter was due to the thread in the flow meter valve having slack. The thread slack allows the needle to move around which affects the flow stability when stetting a value. All other testing of the mixer which included the proportional valve, alarm and balance functions found the device to fall within specification.

Event description:
The original report stated the following, "customer said they cannot 'fine tune' the control of flow. When they try and go to 100cc, it has turned off or it just 'bounces around.' " additional info provided expanded upon the incident. The event occurred during clinical use. The user facility reported that at a low flow (100-300 ml/min) the flowmeter ball jumps around and intermittently drops to zero. A pt was on cardiopulmonary bypass, cooled to 18 c, with a low flow required for ph stat blood gas management. The perfusionist reduced the gas flow to 100 ml/min. Approximately 20 minutes into the surgery, the perfusionist turned the flowmeter back on when she noticed it was off. She had to maintain a higher flow rate, requiring addition of co2 to optimize pt blood gas status. The user facility reported that there was no injury to the pt. The pt was at 18 degrees c and po2 never fell below protocol level.